Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this patient experienced a syncopal episode at their home and was admitted to the hospital. Interrogation of the pacemaker revealed there was multiple episode of pacemaker mediated tachycardia, including one with cross-talk oversensing on the ventricular channel which inhibited pacing for approximately 1.5 seconds. Additional information provided from the field indicated no root cause for the event was determined by the physician, however clinically it may have been due to a change in the sensing settings between the patient's old and new device. The sensitivity of the pacemaker was reprogrammed and it remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This pacemaker is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received additional information indicating that this patient experienced another syncopal episode. Review of this pacemaker revealed no ventricular capture. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple requests, this pacemaker was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.